Event description:
Pt had a parastomal hernia repair performed on (B)(6) 2011. On (B)(6) 2011, pt presented to the ER due to no output in his ostomy bag. CT revealed a new parastomal hernia which was causing a bowel obstruction. Hernia was manually reduced in ER and pt was sent home on a liquid diet. Surgery was planned for (B)(6) 2011. Operative observations indicated the new hernia was located at the right lateral aspect of the abdominal wall at about 135 degrees away from the initial repair. Pt had the bards supramesh used to correct the new hernia. No other details were provided.

Manufacturer narrative:
No device was returned for eval. The design of the device was reviewed. The biodesign parastomal hernia graft performed as intended at the initial repair site. That site was reported as being intact and quite strong. However, a new hernia formed at 135 degrees from the original repair site within the parameters of the graft coverage. This new hernia formation led to surgical intervention to preclude serious injury or death. The surgeon alleged that the perforation line of the device along with contraction of the graft may have contributed to less than optimal soft tissue reinforcement and allowed the new hernia to form.